Event description:
It was reported that the patient complained of phrenic nerve stimulation caused by the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.